Manufacturer narrative:
The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the insulin pump was received with high sleep current due to moisture damage on the electronic assembly.

Event description:
Customer reported via phone call that the insulin pump received a low battery alert prior to the replace battery alert. Customer's blood glucose value was 186 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer also states this was the second occurrence of replace battery alert in less than 8 hours after low battery warning. The customer was advised to continue to wear insulin pump until replacement arrives. The device will be returned for analysis.